Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of hypersensitivity ("she experienced allergic or hypersensitivity reaction following implantation of the device") in a 38 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced procedural pain ("she experienced pain following implantation of the device"). In (B)(6) 2015 she experienced hypersensitivity (seriousness criterion intervention required), mental disorder ("she experienced psychological problems following implantation of the device") and dyspareunia ("she experienced dyspareunia following implantation of the device") and was found to have hormone level abnormal ("she experienced hormonal problems following implantation of the device"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal on (B)(6) 2022). At the time of the report, all of the events were resolving. The reporter considered dyspareunia, hormone level abnormal, hypersensitivity, mental disorder and procedural pain to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, allergic or hypersensitivity reaction, psychological problems, dyspareunia and hormonal problems which only began resolving once the essure was removed on (B)(6) 2022. The most recent follow-up information incorporated above includes data received on: 02-mar-2023: initial plus follow-up. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of hypersensitivity ("she experienced allergic or hypersensitivity reaction following implantation of the device") in a 38 year-old female patient who had essure inserted (lot no. D46954). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced procedural pain ("she experienced pain following implantation of the device"). In (B)(6) 2015, she experienced hypersensitivity (seriousness criterion intervention required), dyspareunia ("she experienced dyspareunia following implantation of the device") and mental disorder ("she experienced psychological problems following implantation of the device") and was found to have hormone level abnormal ("she experienced hormonal problems following implantation of the device"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal on (B)(6) 2022). At the time of the report, all of the events were resolving. The reporter considered dyspareunia, hormone level abnormal, hypersensitivity, mental disorder and procedural pain to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, allergic or hypersensitivity reaction, psychological problems, dyspareunia and hormonal problems which only began resolving once the essure was removed on (B)(6) 2022. Batch no: d46954. Production date: 2015-01-09. Expiration date: 2018-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-apr-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of hypersensitivity ("she experienced allergic or hypersensitivity reaction following implantation of the device") in a 38 year-old female patient who had essure inserted (lot no. D46954). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced procedural pain ("she experienced pain following implantation of the device"). In (B)(6) 2015 she experienced hypersensitivity (seriousness criterion intervention required), mental disorder ("she experienced psychological problems following implantation of the device") and dyspareunia ("she experienced dyspareunia following implantation of the device") and was found to have hormone level abnormal ("she experienced hormonal problems following implantation of the device"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal on (B)(6) 2022). At the time of the report, all of the events were resolving. The reporter considered dyspareunia, hormone level abnormal, hypersensitivity, mental disorder and procedural pain to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, allergic or hypersensitivity reaction, psychological problems, dyspareunia and hormonal problems which only began resolving once the essure was removed on (B)(6) 2022. The most recent follow-up information incorporated above includes data received on: 04-apr-2023: lot number received. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of hypersensitivity ("she experienced allergic or hypersensitivity reaction following implantation of the device") in a 38 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced procedural pain ("she experienced pain following implantation of the device"). In (B)(6) 2015 she experienced hypersensitivity (seriousness criterion intervention required), mental disorder ("she experienced psychological problems following implantation of the device") and dyspareunia ("she experienced dyspareunia following implantation of the device") and was found to have hormone level abnormal ("she experienced hormonal problems following implantation of the device"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal on (B)(6) 2022). At the time of the report, all of the events were resolving. The reporter considered dyspareunia, hormone level abnormal, hypersensitivity, mental disorder and procedural pain to be related to essure administration. The reporter commented: following implantation of the device, our client¿s instructions are that she experienced adverse outcomes including but not limited to pain, allergic or hypersensitivity reaction, psychological problems, dyspareunia and hormonal problems which only began resolving once the essure was removed on (B)(6) 2022. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.